Manufacturer narrative:
Update to the original medwatch report. Section h6 (f) has been updated to include a health effect impact and type of investigation (b) to report that the device was discarded. Should additional information be received, a follow up medwatch report will be submitted.

Manufacturer narrative:
Update to the previous medwatch reports. Sections b2, b5, h1, h6 (e) and (f), and h11 have been updated due to the additional information received on september 23, 2024. Product was discarded by the healthcare facility; therefore, no physical or visual analysis could be completed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: the safari2 guidewire should be used only by physicians trained in the introduction and placement of interventional devices including those used within transcatheter aortic valve procedures. Carefully read all instructions prior to use. Observe all warnings and precautions. Failure to do so may result in complications. The monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. The curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. Cardiac perforation, tamponade, bleeding, additional surgical procedure, and death are known potential adverse events and are listed in the safari2 device instructions for use (IFU). An attempt to confirm the date of death was made; however, per the distributor the date of death is unknown. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Additional information received from the distributor on september 23, 2024 reporting,: "I wanted to let you know that I just received additional information today that the patient died due to sepsis."

Event description:
Event description: acurate neo2 implant. Patient had small left ventricle and severe left ventricle hypertrophy with severe eccentric calcification of the aortic annulus. Patient frail prior to procedure. Comorbidities: myeloid leukemia with allogeneic bone marrow transplantation (2014), remission. Xs safari2 guidewire selected for use due to the challenging left ventricle anatomy, which they are not so used to using in their practice. Left femoral artery for delivery system, right radial artery for pigtail, right femoral vein for pacing on the wire. Predilatation with nucleus 22x40mm under pacing. Size medium acurate neo2 valve prepped and loaded onto acurate neo2 tf delivery system without issues. The size medium acurate neo2 valve was in a high position and there was suboptimal guidewire positioning with no space for the nose cone of the acurate neo2 tf delivery system to travel during deployment, and the size medium acurate neo2 valve was fully released in a high location with moderate aortic regurgitation. Post-dil not performed due to the valve position. The left femoral artery was closed with one prostyle and 8f angioseal (no bleeding after sutures). Four hours post-procedure, retroperitoneal bleeding was identified via CT scan; however, the bleeding was not seen invasively after this CT scan. The patient then became unstable. An echo revealed tamponade which was drained percutaneously. After 15 minutes, the drain was not functioning and the patient deteriorated. Surgical intervention was initiated. The chest was opened and a perforation was identified in the lateral left ventricle wall. The perforation was repaired with sutures. In discussion with the physician, we noticed the level of push of the xs safari wire is increased because of challenges in maintaining the valve position stable during release. This could be the root cause to the left ventricle trauma that lead to the tamponade. As of (B)(6) 2024 patient remains hospitalized due to post-procedure infection. The physician noted that the patient's pre-existing immuno-depressed condition is playing a role in the challenges of recovered from the procedure. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital?: unknown. Patient outcome: unknown. Procedure date-unknown (note: june 21, 2024 was documented as the date of the event on this form, as this was the date the distributor was first notified of the event). The distributor was first notified of this event 21-june-2024, however was not made aware that a safari2 was used until 13-august-2024. Exact procedure date has been requested, but is unknown at this time. Lot number has been requested, but is unknown at this time. Additional information received from the distributor 22aug2024: we did receive media but it did not show or confirm the cause or timing of the perforation/trauma. Media summary: a review of the provided media was conducted. There are 10 series of angiographic media. Contrast shows the 3-cusp view. Pre-dilation is shown. The pre-dilation balloon bursts during inflation. Media shows the guidewire in the ventricle not in the optimal position with the loop facing up. Contrast shows initial positioning. Step 1a (upper crowns released) and step 1b (stabilization arches released) are not shown. During final deployment the guidewire very high (not deep in the ventricle), which does not leave room for the capsule to move forward. Contrast shows the fully deployed valve in position with a leak visible. Contrast injection in the ventricle to check for damage. Contrast shows blood flow through the femoral artery.

Manufacturer narrative:
Product was discarded by the healthcare facility; therefore, no physical or visual analysis could be completed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: the safari2 guidewire should be used only by physicians trained in the introduction and placement of interventional devices including those used within transcatheter aortic valve procedures. Carefully read all instructions prior to use. Observe all warnings and precautions. Failure to do so may result in complications. The monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. The curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. Cardiac perforation, tamponade, bleeding, and additional surgical procedure are known potential adverse events and are listed in the safari2 device instructions for use (IFU). The exact procedure date is unknown at the time of this report. The best estimate of the event was documented as june 21, 2024, which was the date the distributor was first notified of the event. The lot number for the device was not provided; therefore, section d could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made; however, at the time of this report no further information has been received regarding this event. Should additional information be received, a follow up medwatch report will be submitted.